Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The hospital reported that the units adjustable pressure limiting valve was not working causing a loss in the ability to manually ventilate. There was no report of patient involvement.